Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were contaminated. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: "article no. : 245122, lot no. :1174698, a total of 1 mycobacterium culture tube had quality problems. The tube cover was deformed, resulting in liquid leakage, and the lid could not be tightened, resulting in pollution. Customer concern: due to the high pathogenicity and infectivity of mycobacterium, it is easy to cause pollution, threaten the safety of laboratory personnel, and affect the experimental results and diagnosis effect, the laboratory attaches great importance to it."

Manufacturer narrative:
H.6. Investigation summary: "material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1174698 was satisfactory per internal procedures. Formulation, filling, torqueing, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch for leaking or cap defects, and one other complaint for contamination has been taken on this batch. Retention samples from batch 1174698 (100 tubes) were available for inspection. No packaging defects such as leaking, or cap defects were observed from 100/100 retention samples. No media defects such as turbidity/contamination, were observed in 100/100 retention samples. For further investigation, ten uninoculated retention tubes from batch 1174698 were placed into incubation to test for contamination. Five tubes were placed into a 20 to 25 degrees celsius incubator and five tubes were placed in a 33-to-37-degree celsius incubator for seven days. At seven days incubation, there were no traces of microbial growth in the 10 incubated tubes and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. One photo was received to assist with the investigation: the photo shows one tube from batch 1174698. The media in the tube does not appear to be contaminated. The cap does not appear to be crooked, and the tube does not appear to be leaking. No returns were received to assist with the investigation. This complaint cannot be confirmed for any defects based on the evidence provided by the photo. Bd will continue to trend complaints for contamination, leaking, and cap defects."

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were contaminated. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: "article no. : 245122, lot no. :1174698, a total of 1 mycobacterium culture tube had quality problems. The tube cover was deformed, resulting in liquid leakage, and the lid could not be tightened, resulting in pollution. Customer concern: due to the high pathogenicity and infectivity of mycobacterium, it is easy to cause pollution, threaten the safety of laboratory personnel, and affect the experimental results and diagnosis effect, the laboratory attaches great importance to it."